Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the sssubunit (hcgb). The patient sample initially resulted as 0.119 miu/ml and this value was reported outside of the laboratory as <5 miu/ml. The patient demanded a repeat of the sample. The sample was repeated on a different e601 analyzer with dilution, resulting as 26999 miu/ml. The 26999 miu/ml value was believed to be correct and was reported outside of the laboratory. The customer also performed a qualitative test on the sample and this resulted as positive. The sample was then repeated a second time on the original analyzer with dilution and resulted as 27000 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 18543003, with an expiration date of 08/31/2016. The customer noted that there was a small red blood cell button at the bottom of the questioned patient sample. The field service representative determined that the sipper probes were dripping. He replaced pinch valve tubing for both sipper probes. He performed mechanism checks and saw no leaks. The customer ran calibration and quality controls; these were acceptable. The customer confirmed that they had no further issues with low hcgb results. A specific root cause could not be determined based on the provided information. The likely root cause is assumed to be related to the observed hardware issue (dripping probes). Improper pre-analytical handling of the sample cannot be excluded as a potential root cause.